Event description:
The pieces fit together to tight, so when the physician pulled apart while inside the patient, the device broke. The physician confirmed all the pieces were retrieved and there was no harm to the patient.

Manufacturer narrative:
The 14 fr performer sheath was returned with its dilator; however, the silicone disk had dislodged from one edge and folded down into the check-flo body. Per specification, the disc is verified to be flat and that it's slits cross in center of cap. An air pressure test is performed on 100 percent of each order received and the correct proximal check-flo assembly is confirmed. The disc is confirmed to be correctly positioned in check-flo cap and the assembly is clean and free of debris. The check-flow fittings are also confirmed to be fully snapped and secure. In addition, the precautions listed in the IFU state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." An examination found the silicone disk had dislodged from one edge and folded down into the check-flo body. Although these devices are 100 percent leak tested, this failure mode is relevant to an existing CAPA which implemented a design change effective august 02, 2011, which is prior to the valve assembly date for this device. The effectiveness of implementing risk reduction activities as a result of CAPA investigation will be determined. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences. A CAPA was previously issued for this failure mode and product family based on prior similar complaints. Risk reduction was implemented on august 02, 2011 requiring a design change to the check-flo body that more effectively captured the check-flo disk. A review of the device history record confirms the valve was assembled prior to the CAPA implementation and therefore, risk assessment is evaluated prior to that date. As a result, the associated risk does not warrant additional corrective action at this time.